Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had no delivery alarm. The customer stated that the insulin pump did not alarm no delivery and changing the reservoir resolved the issue. No harm requiring medical intervention was reported. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated one open/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test: reservoirs filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm insulin pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded. (B)(4).